Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. All steps were performed as per the instructions for use (IFU). One clip was implanted without issue. A second clip was prepared to be implanted. After a grasping attempt the anterior tricuspid leaflet was noted to be damaged. The clip was a positioned more central and deployed, reducing tr to grade 3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to grasping attempt; therefore, attributed to procedural conditions. Tissue injury is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. All steps were performed as per the instructions for use (IFU). One clip was implanted without issue. A second clip was prepared to be implanted. After a grasping attempt the anterior tricuspid leaflet was noted to be damaged. The clip was a positioned more central and deployed, reducing tr to grade 3.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.